Manufacturer narrative:
The device was discarded by the user no lot number was provided. Without a lot number, a review of the device history record (DHR) was unable to be performed. The product is released after meeting all quality criteria and manufacturing specifications.

Event description:
A report was received on 09 nov 2019 from a nurse educator regarding an unidentified critical care patient, stating the cartridge venous line luer broke within the patient¿s central venous catheter while attempting to disconnect the line after completing a dialysis treatment on (B)(6) 2019. The piece of broken luer was able to be extracted from the patient¿s catheter. Additional information was received on 12 nov 2019 from the nurse educator confirming no catheter repair or replacement was required and no symptoms were experienced.